Event description:
The customer reported a leak on a unicel dxc 800 synchron system. The customer initially contacted beckman coulter (bec) to report quality control (qc) failures for multiple cartridge chemistries, which included enzymes and therapeutic drug monitoring (tdm) chemistries. To troubleshoot the instrument, the customer flushed the cartridge chemistry (cc) sample probe; qc was still failing. The customer further troubleshooted the instrument and found a leak from a reagent probe onto the reaction wheel cover. The leak was contained to the top of the reaction wheel cover. The customer was wearing gloves and a lab coat. There were no reports of direct exposure to the leak or of injury as a result of the leak. Patient samples had not been analyzed on the instrument; there were no erroneous patient results generated. A remote review of customer qc data confirms qc failures for enzymes and tdm chemistries.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the wash collar vacuum valve and t-valve to resolve the leak. System performance was verified. (B)(4).